Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade IV, seroma-late, and deflation. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side "sever painful baker IV capsular contracture, painful breast deformity, possible seroma, rule out of deflating saline implant, and rule out valvular leakage." Device has been explanted.

Event description:
Healthcare professional reported left side "sever painful baker IV capsular contracture, painful breast deformity, possible seroma, rule out of deflating saline implant, and rule out valvular leakage." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, white particles in the device inner surface and a void greater-than 1-millimeter in the non-textured, valve-to shell-bond area. A leak test and microscopic analysis were performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is one sharp opening assessed as an unidentified tear opening.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional additionally reported "465 high profile natrelle implant filled to 520 on the left".